Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7.3cm in diameter abdominal aortic aneurysm. The proximal aortic neck was 30 mm in diameter and 18 mm in length. A recent CT scan demonstrated that the stent graft has migrated distally with a proximal type I endoleak. It was reported that the patient had a persistent type ii endoleak, but the patient¿s aneurysm size had not appreciably changed until the last year when it significantly increased to almost 10cm. The investigator assessed the migration and type I endoleak and device related; however, it was not procedure related. The investigator indicated that the aortic neck appears to have dilated, which has led to the development of the type ia endoleak. Since the aneurysm was being significantly pressurized and was quite large with a very high risk of rupture, the physician elected to perform surgical conversion with open repair and the explanation of the stent graft system. No additional clinical sequelae were reported and the patient is fine.